Event description:
It was reported the 3d lens cover was broken. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was returned for investigation and the complaint allegation was confirmed. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure of broken lens cover is due to a stress problem. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue.